Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 42 (force overload tripped) was confirmed during the initial functional test and archive data review. The potential root cause for the reported complaint is due to defective load cells. The cracked cover and defective load cells were likely attributed to mishandling such as a drop. The customer's reported secondary complaint of the autopulse platform displayed fault code 16 (timeout moving to take-up position) error message was confirmed during archive data review but not during functional testing. No corrosive damage was observed on the brake housing area, and it was verified that the brake gap was within the specification. As a precautionary measure, the brake gap was cleaned and adjusted. Upon visual inspection, the front enclosure was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. The autopulse platform failed initial functional testing due to the fault code 42 error message, thus confirming the reported complaint. Load cell characterization test results confirmed that both load cell modules are exceeded normal parameters and were replaced to remedy the fault code 42 error. The archive data was reviewed and contained multiple fault code 42 and one fault code 16 error message around the reported event date, thus confirming the reported complaint. Based on the archive, the fault code 16 error message was cleared by the customer. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed fault code 42 (force overload tripped) error message with no manikin on the platform. In addition, the fault code 16 (timeout moving to take-up position) error message was displayed after the platform was left powered on. No patient involvement.